Event description:
The customer reported that the shaver handpiece will not operate. There was no report of injury or surgical delay with this event.

Manufacturer narrative:
Investigation: the shaver handpiece was returned for evaluation and the customer's reported problem was confirmed. Further investigation found that the device activated on its own. There have been no reported injuries associated with this failure mode. This failure mode will continue to be monitored.